Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath her back that was described as red, itchy, and burning bumps. The patient reported speaking to a nurse who suggested using hydrocortisone and baby powder for the skin rash. Follow-up indicated that the rash had improved.